Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the left monitor intermittently blacked out. This hazard resulted in a loss of imaging functionality. There was no patient injury or death reported.